Manufacturer narrative:
(B)(4). Operator of device unknown. Evaluation summary: the reported sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection and functional test identified the reported condition as moderate leak dripping water located on the left edge, based on the location the leak would have been obvious during and immediately after bag filling. Magnified inspection of the leak location identified an edge gouge with slight eva fray; the gouge was caused by dragging the bag across a rough surface or due to the bag corner or edge being caught on a sharp surface. The manual add port had been used, as evidenced by a cannula insertion point. Also, the customer reported the leak being identified at the end user facility after customer filling the bag, quality control process, material handling and transportation process. Based on evaluation findings and customer report, the condition was determined to have occurred during handling, processing or transportation of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking from front of the bag near upper seam. The leak was discovered after delivered to the end user facility but prior the administration to the patient. This report documents no patient involvement or adverse events. No additional information is available.